Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of cardiac arrest and death as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with 99% occlusion. The index procedure date was (B)(6) 2016. A perforation occurred during the procedure and three 2.8x16mm graftmaster stents were implanted. At least one of the graftmaster stents failed to seal the perforation correctly. Thus, coils were also used in the artery to prevent further bleeding. Pericardiocentesis was performed. While in the critical care unit, the patient became symptomatic with cardiac arrest and cardio pulmonary resuscitation (CPR) was performed. The patient expired (B)(6) 2016. No additional information was provided.